Event description:
It was reported that the right atrial lead was electively removed and replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead was stretched.